Event description:
It was reported that system froze or locked up intermittently, resulting in a loss of functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. No add'l service info is available at this time.